Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a procedure, a diamondback coronary orbital atherectomy device (oad) was used to treat a lesion via a femoral approach. The 85% stenosed, fairly calcified target lesion was located in an area of the proximal right coronary artery (rca) that was 3.5 mm in diameter. Three treatment passes were performed, and a dissection was observed. The patient began to hemodynamically decline, and a stent was placed. The patient hemodynamically improved, and additional treatment was performed on a lesion distal to the dissection site. The patient then again declined hemodynamically, and a dissection proximal to the placed stent was observed. A balloon pump was inserted, and the second dissection was stented. The patient stabilized following the second stent placement and was admitted overnight with a balloon pump. The balloon pump was removed the day following the procedure. As of (B)(6) 2019, the patient was discharged from the hospital, and the patient was doing fine following discharge.